Event description:
Reporting a high positivity rate. Unknown if results were confirmed. Confirmation method(s) not provided.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of the DHR found that the lot met all release criteria and a review of complaint history did not identify any adverse trends. Root cause: can not duplicate with retains. Source: maude report - medwatch number mw5099638.